Manufacturer narrative:
The device data was reviewed. Nothing remarkable was noted in the data. The perfusion was stable with no device issues linked to low arterial flow. Observations of low flow can result from high vascular resistance within the arterial system of the organ. The cause of the high vascular resistance is unknown. The metra device is pressure regulated, so organs with high vascular resistance will exhibit lower than expected flows. Furthermore, note that the device has two flow sensors that measure the inferior vena cava (ivc) flow and portal flow. The arterial flow is a calculated value from the ivc and portal flows. Therefore, if the ivc and portal flows had similar values, that would result in low arterial flow values reported.

Event description:
The device user (du) reported that they were not going to move forward with the liver as the arterial flow had been between 0 and 0.1 l/min since the beginning of the perfusion and was 0 for the previous hour. Subsequently, the liver was discarded. The du noted that the liver potentially had a lot of vascular disease.